Event description:
It was reported that the ilet bionic pancreas was dropped, resulting in a cracked screen that prevented the user from unlocking and operating the device, consistent with a device physical damage issue to the user interface/display component. Symptoms included no alarms or alerts and inability to access therapy functions. Outcomes included a replacement device being arranged and the original device being returned. Investigation included customer service troubleshooting and education regarding data sync, shutdown, return procedures, and continued cgm use. Investigation of this case revealed damage consistent with user-induced impact to the display, with no evidence of device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to physical damage.